Event description:
It was reported that, approximately one week after implant, the implantable cardiac monitor (icm) detected a false pause episode due to loss of contact. The device remain in use. No patient complications have been reported as a result of this event.